Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up will be submitted with all relevant information.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated left distal circumflex artery with one 2.5 x 23 xience v stent, in the predilated left first obtuse marginal (om1) with one 3.0 x 12 xience v stent, and in the predilated mid left anterior descending artery (lad) with two xience v stents sizes 3.0 x 28 and 3.0 x 15. On 7/31/2010 the patient experienced chest pressure, diaphoresis, and chest tightness classified as unstable angina. The patient underwent diagnostic coronary angiography on (B)(6) 2010 that found 30 to 40% stenosis in the distal lad and 30% in-stent restenosis in the om1. There was no revascularization performed. The patient's condition resolved on (B)(6) 2010. There was no additional information provided.